Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus. They placed another capsule on the same procedure and it attached successfully. They customer was not able to retrieve the 1st capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal.